Event description:
Information was provided that during a procedure, a ring (band) from the device became loose and entered the aterial system, requiring the patient to have an emergency surgery.

Manufacturer narrative:
A visual examination confirmed that the radiopaque band was missing from the distal tip of the introducer sheath. It was also noted that the sheath exhibited material elongation. We can advise that the product label informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We have notified the appropriate personnel and action is being taken in an effort to prevent future complaints of this nature.